Manufacturer narrative:
(B)(4). Batch number: l5231v. Investigation summary: the analysis results found that an ats45 device was received with no apparent damaged with a 6r45b reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an open low anterior resection, the ec60a loading ecr60b stopped on the way of the first firing on the rectum. Then, the surgeon tried to use ats45 loading 6r45b to fire, but the device could not clamp the target tissue. The target tissue was very thick. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.